Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. During cystoscope prior to revision surgery the urethra appeared closed but circumferential coaptation was not ideal. A new artificial urinary sphincter was implanted. No patient complications were reported.